Event description:
It was reported that cartridge alarms occurred and caused customer blood glucose level to rise above 400 mg/dl, with no additional event details provided. Impact to customer¿s blood glucose level was limited to this reported elevation, and no further information was available. Customer declined further follow-up or to provide more details, and technical support closed case without additional actions.